Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.